Event description:
It was reported that a patient underwent a sling procedure in 2007 and presented with dyspareunia on three months laterr. Trigger point injections at the pain site in the vagina were administered to the patient, however the injections did not resolve the patient's condition and the patient was placed on amitriptyline. The patient's condition is improved, but not resolved.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.